Event description:
Patient was revised to address fracture at the junction of the proximal body and distal stem (base of threads).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The customer reports the patient was revised to address fracture at the junction of the proximal body and distal stem (base of threads). (B)(4). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event with the information available. It is known that this device was part of a voluntary recall by depuy orthopaedics in june 2007 and that this product code is considered inactive/obsolete. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.